Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient had poor quality of vision at all distances. The lens was exchanged with unknown monofocal intraocular lens after the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).